Event description:
Related manufacturer reference number: 2017865-2023-40491 / 2017865-2023-40493. It was reported that the patient presented to a scheduled generator upgrade procedure. During the procedure, the physician could not to implant three different left ventricular (lv) leads as they would pull back once positioned. The leads exhibited low pacing impedance and loss of capture. Ultimately, a fourth lv lead was able to be implanted successfully. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance and failure to capture. As received, a complete lead was returned in one piece. Double bend height of the lead was measured within specification. The reported events of low pacing impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.